Manufacturer narrative:
Insulin pump received with normal operating currents. No unexpected power loss or replace battery now alarm noted. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had replace battery now alarm. Customer¿s blood glucose level was unknown. Troubleshoot was performed and customer did not receive a low battery alert prior to the replace battery now alarm. Customer states the battery was not previously used. Customer states the pump was not dropped. Customer states there were not unattended alarms and received second occurrence of replace battery now without a low battery warning. The pump will be received for analysis.